Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and found a host pc software crashed. The rse instructed the customer to backup ghost to solve the issue. After which, the system was returned to use in good working order. To date, no similar issue has been reported to philips.

Event description:
It has been reported to philips that the host computer¿s software crashed, causing the system to not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.